Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unspecified issues with a non-tandem infusion set. Customer changed out the infusion set to resolve the reported issue. Reportedly, the customer¿s blood glucose (bg) level was ¿high¿, however, bg values were not provided. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.